Event description:
The customer reported a false positive result on the alinity m sars-cov-2 assay. The customer reported that a patient result was released as positive on the alinity m sars-cov-2 assay. During review of samples that had been resulted, the operator noticed that the cn for sample (B)(6) was suspiciously elevated. The curves were reviewed and found to be unusual. The sample was retested on another alinity m instrument, and the result was negative. The customer notified the provider of the discrepant result via their internal processes. There was no report of impact to patient management.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity m sars-cov-2 amplification reagent kit (catalog # 9n78-95, lot # 526395, UDI #(B)(4) to alinity m system (catalog # 08n53-02, serial #(B)(6), UDI # (B)(4). Investigation into this complaint included a service history review, a quality data review and a complaint history review. Investigation is summarized as follows: service history review a service history review was performed to identify any additional tickets that were related to a worn ribbon cable causing false positive results while using the alinity m system (list 08n53-02). The review identified the complaint ticket under investigation, as the only related ticket. Quality data review CAPA / non-conformance review: the CAPA review for alinity m system (list 08n53-02) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any additional instances related to the reported issue. Complaint history review a complaint search was performed to identify past complaint tickets for any instances of the alinity m system (list 08n53-02), which was found to have caused a false positive result for sars-cov-2, due to worn ribbon cable connected to the amplification detection unit (adu). Complaint history review showed that over the last two years from the date of the complaint ticket, there were no additional complaints found related to a worn ribbon cable connected to the amplification detection unit (adu) causing discrepant results on an alinity m system (list 08n53-02). Based on the results of the investigation elements, a product deficiency for alinity m system (list 08n53-02) serial number 742 was not identified.